Event description:
On 22-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 36 mg/dl. The user was transported to the hospital by a caregiver, admitted, treated with oral glucose, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with oral glucose. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date. Follow-up training determined that the user performed an insulin cartridge replacement without following the device labeling, remaining connected to the tubing and attaching a new, overfilled cartridge outside of the ilet, which resulted in a large unintended bolus of insulin. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to follow instructions during cartridge replacement, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.